Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination observations. Updated h6-device code(s) and h10. Per pre-deco observations, the 26 mm commander delivery system was received inserted through associated esheath+, with crimped valve over balloon shaft and full loader assembly over flex shaft. Gauges were observed on flex tip. The balloon was radially and longitudinally burst when deploying valve. The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in the germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During esheath insertion into the patient, some difficulties were noted due to the esheath not being inserted fully and the strain relief part was outside the patient. When the delivery system was inserted into the patient there was some resistance moving forward through the esheath. Push force was needed to advance the delivery system. When the delivery system with the valve exited the tip of the esheath, the valve was observed be bent. At this point, the team was unable to implant the valve, so it was decided to withdraw the system. The removal was not possible and surgical intervention was required. When the esheath with the delivery system were removed from the patient, it was observed that the esheath was damaged (the sheath was punctured). The patient experienced a dissection in the external iliac artery and a prosthesis was needed to repair the vessel. As per images provided, it could be confirmed that the valve frame was bent.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of three manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the balloon was radially and longitudinally burst when deploying the valve during pre-decontamination evaluation before full inflation. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Due to the nature of the complaint, no applicable dimensional testing was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint of difficulty or inability to withdraw delivery system with valve through sheath' was confirmed based on evaluation of returned device and provided imagery. Available information suggests the patient factors (tortuosity) and procedural factors (non-coaxial withdrawal with crimped thv, damaged sheath, altered thv crimp profile) likely contributed to the event as there was presence of tortuosity in the access vessel, and one (1) valve frame strut was bent outwards. Additionally, evaluation of the returned sheath indicated damage at the shaft, liner and distal tip section. It is possible that the vasculature tortuosity may have resulted in non-coaxial withdrawal angles. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Additionally, the withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Also, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. No device or labeling problem was identified during the evaluation. Therefore, no corrective or preventative action is required. The complaint of balloon burst was confirmed during evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''it was unable to implant the valve so they decide to withdraw the system. The removal was impossible and it was decided to convert the procedure in a surgical intervention. (...) As per the preliminary evaluation of the returned device, a balloon radially and longitudinally burst when deploying valve (during device evaluation)''. In this case, the balloon burst during valve deployment while evaluating the returned device. It should be noted that difficulties were reported during removal of the commander delivery system with crimped valve through sheath. It is possible that additional device manipulation was applied to overcome the encountered withdrawal resistance which, if compounded with non coaxial withdrawal, could force negative interaction between crimped valve and balloon, weakening the balloon wall and thus, resulting in the observed balloon burst during valve deployment at the pre-decontamination laboratory. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the balloon and any rigid characteristics associated with the crimped valve, could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.